Manufacturer narrative:
(B)(4). The complaint mr290vx vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in china reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290vx vented autofeed humidification chamber was found leaking water before patient use. There was no patient involvement.

Manufacturer narrative:
Ps419006. Method: the complaint mr290vx vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290vx chamber revealed a horizontal crack towards the base of the chamber dome. The rolled base thickness of the chamber dome was measured and found to be within specification. Conclusion: we are unable to determine the root cause of the chamber crack, however our investigation indicates that the crack was due to mechanical stress. The stress source was unable to be identified. The mr290 chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290vx chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290vx vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure" "ensure there is water supply connected to the chamber and that water is present within the chamber." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor in china reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290vx vented autofeed humidification chamber was found leaking water before patient use. There was no patient involvement.